Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that during inspection prior to use on a patient, the cuff inflated but strong resistance was felt. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
Evaluation summary: one sample and stylet were received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed inflation and deflation were difficult. Visual inspection was performed and it was observed the inflation line tubing was collapsed inside the lumen of the tube. Formal investigation has been initiated to address air restriction issues. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.